Event description:
12 mm plastic port placed via umbilicus. Was extra long port. Camera and light placed through this. At end of case, prior to extracting port it was seen that end of port was cracked and 2 large pieces fell off into abdomen. These were successfully retrieved. It appears that 12 mm port may be slightly too large for fiberoptic light. Pt was obese approx 300 lbs, requiring more than usual torque to angle the port. This may have distributed too much pressure to tip of port, causing it to fragment inside the abdomen. Whether the port was defective or just not sturdy enough could not be ascertained. Event notes completed by surgeon.